Event description:
It was reported that the user paused insulin, removed the insulin cartridge to charge the ilet pump while disconnected, and later received an on-pump alert indicating the insulin cartridge was empty with a prompt to press and hold for 128 units; the user was unable to reinsert the cartridge, and the agent guided a restart, rewind, drop test while disconnected, and ultimately a new supply change, with suspicion that the pump had been rewound and the user was on the fill tubing screen. Symptoms included hyperglycemia without reported clinical symptoms. Outcomes included no hospitalization and successful troubleshooting and education completed, including guidance that routine charging requires a brief daily period. Investigation included technical troubleshooting steps such as restart, rewind, drop test verification, and replacement of consumables. Investigation of this case revealed that the pump was likely rewound while disconnected, leading the device to register an empty cartridge and prompt for a full fill, with no evidence of device malfunction of the pump or insulin path. It was concluded, based on previously established findings for similar reports, that the cause was unclear given user handling steps and the system state at the time. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.